Event description:
Reportedly initially noted strong vibration coming from the probe. Also noted probe was bent during testing. No injury occurred, and did not feel this would cause injury if it recurs. When testing returned samples, found one probe seized.